Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 11 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was found to have elevated lactate dehydrogenase (ldh) and elevated powers. The patient was reported as being symptomatic. During the patient's admission, a ramp echocardiogram was negative. The patient was placed on a heparin infusion and the ldh trended down into the 600 u/l range. The patient's daily aspirin was increased to 325 mg and the inr goal was set higher at 2.5 - 3.0. The patient was to be followed in the clinic closely. On 27jun2017, the lvad clinician confirmed that the patient was home and doing well. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Analysis of the submitted system controller log file confirmed transient power elevations and nearly constant pi events. A specific cause for these findings could not be established through this evaluation and a direct correlation between the pump and the report of elevated lactate dehydrogenase level (ldh) could not conclusively be established. The submitted system controller log file contained approximately three days of data. Power typically ranged from 5.4-7.1 watts, with transient elevations up to 7.9 watts and a single elevation of 9 watts. Flow varied from 5.1-7 lpm; and the average pi was between 4 and 6. No hazard alarms were captured within the file and the majority of the data showed routine power source exchanges and pi events. The pump appeared to function as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.